Event description:
The customer stated that he was involved in a car accident, and was hospitalized due to low blood glucose levels, and he would like the transmitter replaced. The customer stated that it no longer charges even though he has a new charger for it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 3004209178-2012-89942.

Manufacturer narrative:
Unable to charge due to broken connectors and damaged contact pins. Unable to perform the functional test due to charge anomaly.